Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl; cause was unknown. Due to the bg level the customer lost consciousness. Customer went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and released from the hospital the next day with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.